Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99382 supplemental rationale corrected data: h11. 7 previously reported events were included in this follow-up record. Product return status 7 devices were evaluated in the field. Evaluation findings (results/components) 7 devices: material and/or chemical problem identified / coating material. Product disposition 7 devices: scrapped by stryker.

Event description:
No change.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 7 events were reported for this quarter. Product return status (B)(4) devices were evaluated in the field. Evaluation findings (results/components) (B)(4) devices: material and/or chemical problem identified / coating material. Product disposition (B)(4) devices: product disposition is not yet determined. Additional information (B)(4) devices were not labeled for single-use. (B)(4) devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30 2025. This report summarizes 7 events for the failure: flaked. - 7 events had problem identified during non-clinical procedure; there was no patient involvement.